Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and found to be below the expected limits. It is believed the device was programmed to higher settings than when the device was received; session records could not be obtained. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.